Manufacturer narrative:
A correlation between the lvad and the reported stroke could not be conclusively determined. The patient remained on vad support after the event and the device was not returned for evaluation. Stroke and peripheral thromboembolic events are listed in the heartmate ii instruction for use as adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer has performed attempts to acquire additional information from the hospital regarding the event and patient outcome including status of the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced right sided weakness and was aphasic. The patient arrived at the nearest implanting center for evaluation and it was determined that the patient had a stroke. The patient had a thrombectomy and remains in the hospital at this time with residual right sided weakness that is improving. No other information was made available.